Manufacturer narrative:
The reported failure could not be duplicated and no components were identified which would have likely caused or contributed to the reported failure. The device was serviced for preventive maintenance and returned to the user facility.

Event description:
It was reported by the user facility that the device was running when the handswitch was released and the device was also able to run while in safe mode.

Event description:
It was reported by the user facility that the device was running when the handswitch was released and the device was also able to run while in safe mode.